Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's positional settings were lost, and the stimulation didn't change with the patient's body movement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient laid down and rolled to his right side, where the device was implanted, he felt an increase in stimulation and a "shocking" sensation. When the patient sat back up, the stimulation "went back to normal." It was noted that the patient had the device set where he did not always feel stimulation. The patient could feel stimulation in his legs when he moved a certain way or laughed, that was how the patient knew the stimulation was working. It was determined through troubleshooting that the patient's adaptive stim was turned off. The patient turned adaptive stim on and would try the different positions and watch to see if the programmer registered the patient's positional changes. Additional information has been requested and when received, a supplemental report will be submitted.